Event description:
It was reported that during a lead revision the procedure was abandoned due to scar tissue. The lead was cut and remains partially implanted. Surgical intervention is planned to remove the remaining portion of the lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.